Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. Other lead measurements were noted to be good. Ra noise, oversensing, and inappropriate atrial tachy response (atr) episodes were noted in unipolar configuration after the lead safety switch. The device was reprogrammed and the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.